Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the stored daily threshold and impedance measurements trends. Upon review, ts observed that for about 12 months, the rv lead shock impedances were stable but high out of range measuring greater than 125 ohms. Ts discussed possible causes with the hcp and recommended r wave synchronous shock testing to evaluate the lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.